Event description:
Customer reported being hospitalized due to high bg. Customer's settings were erased due to weak battery. Tubing was crimped and instead of changing set customer over bolused and got the maximum delivery alarm. Instructed customer to call back to minimed to get their basal programmed once custoemr gets their basal rates. Pump is functioning as designed.